Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the clinical specialist reported the following timeline of events: on (B)(6) 2024 a 56-year-old male had a vena cava filter placed in an ¿off-label¿ procedure for an upcoming knee replacement. This was placed with the intent for retrieval at a later date. The access site was the right common femoral vein. When the filter was deployed, it was noted to have been placed slightly tilted. The patient did mention some discomfort at this time. On (B)(6) 2025 an attempt was made at the surgical care center to retrieve the filter but was unsuccessful. That is when it was discovered that the filter had migrated sideways. On (B)(6) 2025: the clinical specialist was made aware of the situation and present for the case. The patient had an inferior vena cava (ivc) procedure. The filter was removed intact and with all legs. No harm was reported on the patient after the retrieval procedure. The device was placed and removed by the same surgeon.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a celect-pt filter was deployed via a femoral approach with a ¿slight¿ tilt. Four months later the patient presented for retrieval and it was noted the filter had migrated ¿sideways¿, leading to a failed retrieval attempt. The filter was successfully retrieved one month later. Initial poor quality fluoroscopic image from the date of deployment demonstrates a faintly visible celect-pt filter on the top of the image. Relative to the bony landmarks, there is ~20° of rightward tilt present. The image quality is so poor, the hook and neck of the ivc filter are either not included on the image, or not appreciable. A second image from an inferior vena cavagram from the unsuccessful retrieval attempt demonstrates a celect-pt filter in the ivc. The filter demonstrates ~18° of rightward tilt. The hook and neck appear to project outside of the column of contrast. The maximal distance between the filter feet measures 2.2cm. The ivc measures 2cm at the level of the filter feet. The celect-pt filter was deployed with what appears to be a significant tilt on the initial image. Unfortunately, the quality of the image is so poor, the filter is only barely perceivable. The second image has the date (B)(6) 2024¿ imposed on the image, but the complaint report records the date of the first attempted retrieval on (B)(6) 2025¿, thus assuming the second image was obtained during the first attempted retrieval. The venogram demonstrates the ivc filter with a significant tilt and likely ingrowth or penetration of the filter hook and neck into the wall of the ivc. The measured angle of tilt is very similar to the original placement image, so it cannot be determined if there has been any significant change in filter position, as reported. In addition, the patient reported ¿discomfort¿ at time of initial placement. This could have been caused by the filter being advanced out the deployment sheath, instead of being unsheathed, and could have resulted in the hook of the filter being pushed through the wall of the ivc, leading to the tilt and penetration. This is only speculation as the initial venogram was not submitted for review, and the image quality is so poor, it is difficult to even see the filter. At this point, the cause of penetration and tilt, is indeterminate, but likely multifactorial. In this case, the two confirmed factors known to potentially contribute to development of filter tilt and penetration is a conical filter design and ivc measuring less than 24mm. Fortunately, the filter was successfully retrieved. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.